Manufacturer narrative:
(B)(4). Cds 80731u117 was advanced into the patient anatomy. The clip was able to grasp the leaflets. The clip was implanted; however, continued leaflet tearing was noted. Cds 80731u118 was advanced into the patient anatomy. The clip was able to grasp the leaflets. The clip was implanted; however, continued leaflet tearing was noted. Cds 80730u146 was advanced into the patient anatomy. An attempt was made to grasp the leaflets; however, due to the patient anatomy, the clip was unable to grasp the leaflets. The cds was removed without difficulty and continued leaflet tearing was noted. Cds 80813u121 was advanced into the patient. Difficulty was noted grasping the leaflets, due to the patient anatomy; however, the clip was able to grasp the leaflets and was implanted. Continued leaflet tearing was noted. Cds 80406u138 was advanced into the patient. Difficulty was noted grasping the leaflets, due to the patient anatomy; however, the clip was able to grasp the leaflets and was implanted. Continued leaflet tearing was noted. At the end of the procedure, a total of 5 clips were implanted. It was noted that the anterior leaflet was damaged, and possibly the posterior leaflet as well, as with each grasp attempt, leaflet damage occurred. The procedure ended with the mr increased from grade 3-4 to grade 4. During the procedure, the patient experienced pulmonary vein reversal, hypotension and his condition declined. Medication was administered and an intra-aortic balloon pump was placed for cardiogenic shock due to severe mitral regurgitation. Overnight there was evidence of multi-organ failure. One day post mitraclip procedure, the patient died. No additional information was provided. The clip remains in the anatomy and the clip delivery system was reportedly discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional mitraclip devices are filed under separate medwatch reports.

Event description:
This is filed for tissue damage. It was reported that on (B)(6) 2018, the patient with functional mitral regurgitation (mr) of grade 3-4, underwent a mitraclip procedure. Patient anatomy included fragile leaflets and visualization was difficult due to the patient anatomy. Clip delivery system (cds) 80104u174 was advanced into the patient anatomy. "M" was added; however, the device deflected towards the roof of the left atrium. When "m" was removed, the tip returned to neutral. The device was removed from the patient anatomy without difficulty, with the clip undeployed. There was no adverse patient effect related to this cds. Cds 80104u176 was then advanced into the anatomy; however, the clip became caught in the chordae. Normal troubleshooting maneuvers were performed and the cds was removed from the chordae. No chordal rupture was noted as a result of the difficulty with the chordae. An attempt was made to grasp the leaflets, but difficulty was noted, due to the patient anatomy. The clip was able to be implanted; however, the clip detached from the anterior leaflet, remaining attached to the posterior leaflet. A leaflet tear was noted. The mr increased, thought to be due to the tissue damage. Cds 80104u175 was advanced into the patient anatomy and attempts were made to grasp the leaflets. The clip was unable to grasp the leaflets. Leaflet damage (tear) was noted. The cds was removed without difficulty.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported poor image resolution and the patient effect of tissue damage appears to be due to the challenging patient anatomy/morphology (fragile and friable leaflets). There is no indication of a product quality issue with respect to manufacture, design or labeling.